Event description:
On (B)(4) 2013 our affiliate was notified by the wife of a patient that on (B)(6) 2013, while traveling, her husband suffered a corneal abrasion os. The hospital record states "he had corneal abrasion on the left eye, most probably due to contact lens overwear." She stated that he received treatment with ciprofloxacin drops qid and chloramphenicol ointment. She states "he was laid down in a dark room during several days." After the patient returned to (B)(6), "the situation is still worrying" and treatment is ongoing with a (B)(6) physician. We have so far been unable to received more information including the identity of the physician in (B)(6). This event is being reported as serious due to the reported extended treatment and recovery.

Manufacturer narrative:
No product was received for evaluation. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history indicated lot l0020 mv was manufactured under normal conditions. If additional information is received, will report within 30 days of receipt. (B)(4).